Event description:
Embolic protection system failure. The product was opened and prepped to use inside of the patient. The protective covering on the device had a manufacturer defect which was noticed immediately. The device was removed and replaced with a new device that worked just fine.